Manufacturer narrative:
The previous MDR was submitted by wce under manufacturer report reference # 3002808486-2019-00891. Additional information provided determined that this device was manufactured by cinc. With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. The following allegations have been investigated: vena cava perforation no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging ¿vena cava perforation.¿ per a venogram dated (B)(6) 2013, "the renal veins were at the level of the distal l2 vertebral body. We then brought the tulip filter into the field and deployed it in the standard fashion. A completion venogram was obtained, which revealed no thrombus, some mild-to-moderate tilting to the patient's left, but otherwise no complications.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, "inferior vena cava filter with the apex located posteriorly along the posterior ivc wall and apparent perforation of the anterior and right lateral struts. The filter tip is noted at the level of the right renal vein."